Event description:
It was reported that fluid leaked from the unspecified bd intima-ii¿ closed IV catheter system connection site during the infusion treatment. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2021, during infusion treatment for patient... Fluid leakage was found at the indwelling needle head when the infusion set was connected with the indwelling needle for exhausting".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.